Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and found that air was leaking into the buffer cylinder of the ratio pump which caused under-diluting of the sample resulting in high ise results. The ration pump was rebuilt and associated tubing replaced. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave an erroneously elevated sodium (na) result for one patient sample. The erroneous result was reported out of the lab. There were no changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the emergency room physician questioned the elevated result. The sample was repeated on the same device and gave a result 6 mmol/l lower than the original result. The sample was then repeated on the lab's other dxc system and gave a result 12 mmol/l lower than the original result. An amended report was released with the second repeat result. Both prior to and after the event, the lab's quality control (qc) gave results within the lab's established ranges. The qc after the event was on the high side, but was otherwise acceptable.